Event description:
Patient reported they are "unhappy with their appearance in a bathing suit and low cut tops." Physician later reported textured to smooth implant exchange and "grossly ruptured." This record is for the left side. Device has been explanted.

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified one extended opening, cloudy, wear abrasion, fold creases and white particles material on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety- product/ procedure, rupture, unsatisfactory results.